Event description:
It was reported that an ilet user experienced hyperglycemia after a meal, with a highest blood glucose of 276 mg/dl and time above range for approximately 2.5 hours. During the call the device-directed insulin dosing led to a downward trend and glucose returned to range thereafter, and no device alerts or alarms were reported. Symptoms included hyperglycemia. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included review of device-reported data and follow-up attempts to confirm post-event glucose course. Investigation of this case revealed that glucose elevation followed a meal announcement and subsequently decreased with ilet therapy, with no malfunction or alarm behavior observed. It was concluded, based on previously established findings for similar reports, that the cause was unclear for the transient hyperglycemia. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.